Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture. Subsequently, the patient underwent a revision procedure and the rv lead was repositioned. The patient reported feeling discomfort. No additional adverse patient effects were reported.